Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient had a poor environment. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. At the time of this report, the patient is recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). On the same day as peritonitis onset, the patient began treatment for the event with cefazolin (two grams per day, [ip] intraperitoneally) and gentamicin (80 milligrams per day, ip). Sixteen days later, the treatment with cefazolin and gentamicin was discontinued. On the same day, peritoneal dialysis (pd) therapy was discontinued, the patient¿s pd catheter was removed and the patient was transferred to hemodialysis therapy because the patient did not respond to the peritonitis treatment. Nine days later, the patient was discharged from the hospital. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.